Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the keypad was damaged and the up button was under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07-jan-2019 with the following findings: during investigation, the keypad cover was observed to be missing from the pump. The up arrow button was not working; the ok and down arrow buttons were intermittently responding. The up arrow button contact was observed to be missing. The keypad cover was removed and there was contamination found under the ok and down button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.